Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) received inappropriate anti-tachycardia pacing (atp) and a shock for an atrial arrhythmia with rapid ventricular response (rvr). Then the patient later received an inappropriate shock for atrial fibrillation (af) with rvr. The physician was working to get the patients rate under control. No adverse patient effects were reported. The device remains in service.